Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the paramedics were called to treat his low blood glucose. The blood glucose reading at the time of the event was 29 mg/dl. Customer is a brittle diabetic and doesn't feel that the insulin pump is the issue. Customer stated that he wasn't alerted of the low blood glucose, since the reading did not go below 100 mg/dl. Customer also has stage 4 kidney disease. Nothing further reported.